Event description:
On (B)(6) 2012, the patient was injected in the nlfs (about 1/2 a syringe in each nlf), mls, ocs, chin and jowl. Two syringes of 1.5cc radiesse were used. There was no lidocaine mixing. An infra orbital mental field nerve block was used. The patient complained on (B)(6) 2012, but stated that it started the day after. The patient is ulcerated in the left nlf only. The patient came in to the physician's office on (B)(6) 2012. The patient was treated prophylactically with antibiotics: bactrim and kelfex both prescribed on (B)(6) 2012. Warm compresses were used. The area was cleaned with sterile saline (saline solution). On (B)(6) 2012 the patient has pain and thus was prescribed vicodin for relief. On (B)(6) 2012, dr. (B)(6) stated that there was no necrosis and no occlusion. He does think that there was an infection. The patient always had a topical ointment on the area so it was hard to get a culture sample and thus the result of the culture was not definitive. The patient came in to the physician's office for a follow up visit on (B)(6) 2012. The patient felt that she was healing well but she was extremely itchy in that area. No new course of antibiotics were prescribed at the follow up visit.

Manufacturer narrative:
(B)(4). The device history records for the reported lot were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted.